Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. Alleged failure: when connect the rf probe and push the button ,the rf proble can not be burned. Probable root cause: - hardware failure - software error due to hardware failure - damaged receptacle board damaged power board front board failure loose flex cable damage to console during shipping/ handling electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a thermal event.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a thermal event.